Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) when using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2023, a donor sample was tested in a pool of 6 and generated a non-reactive result. Serology testing for this sample was also non-reactive. Purified erythrocytes from this donation were used for transfusion to an oncology patient. The same donor provided another sample on (B)(6) 2023, which was reactive for hbv in a pool of 6. However, upon resolution testing, the sample was non-reactive. Serology testing for the may sample was non-reactive, but anti-hb core testing for both the may sample and an archived sample from january was reactive. The donation from may was blocked from use. The january donation had already been transfused. No additional harm or delay in treatment was alleged.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. The positive control target for hbv, as well as the internal controls for the sample, positive control, and negative control, were robust and sigmoidal, indicating proper assay functionality. The most likely cause for the discrepant results was identified as the sample being at the limit of detection (lod) of the assay. In such cases, wavering results between reactive and non-reactive may occur and are expected. The donor was determined to have an occult blood infection (obi), where nat results may vary, and serology may remain non-reactive. A review of quality control data and the reagent kit did not identify any issues related to the reported event. No trend was observed for the associated lot (j10074).